Event description:
Easy clip breakage was reported. A new surgery was required.

Manufacturer narrative:
The x-ray analysis determined that there was a gap between the phalanx conducting to less resistance and less stability. Assembling bad stability due to staples bad positioning is suspected to be the reason of the breakage. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.